Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test. Programmed the sensor low settings for 30 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 30 mg/dl properly. No unexpected suspend alarms were noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not letting them get out of suspend delivery mode. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. The customer stated that when they tried to deliver a manual bolus, the pump goes to suspend delivery and cannot exit this mode. The customer did not get any pump errors. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.